Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will beup dated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing at implant. It was reported that there was a sensed atrial beat then a smaller sensed marker and then a sensed ventricular beat. Boston scientific technical services (ts) discussed that the observations sound like an air bubble. There was no asystole greater than 2 seconds. No adverse patient effects were reported. The system remains in service.